Event description:
Subsequent to the previously filed medwatch, new information received: no resistance was felt during advancement of the balloon catheter to the lesion.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported rupture was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. In this case, it was reported that the balloon was inflated to 20 atmospheres when the balloon ruptured. It should be noted that the instructions for use (IFU) in the warnings section states that the balloon pressure should not exceed the rated burst pressure (rbp).

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary artery. During inflation of the 4.0x20 mm nc trek balloon catheter to 20 atmospheres, the balloon ruptured. A new nc trek balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.